Event description:
The customer reported 12 cases were cancelled as a result of an error message displayed during set up. The surgeon stated none of the surgeries were started. No patient injury occurred.

Manufacturer narrative:
The company service rep examined the system and confirmed the reported issue. The fluidics module was replaced, and the fluidics module was sent in house for testing. The system was tested with the card reader found inoperative, and the card reader was replaced. The card reader was not related to the complaint, and was scrapped. The system then met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 03/06/2008.